Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient who was receiving 2000 mcg/ml of fentanyl at 750 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the hcp had difficulty advancing a catheter during a catheter and pump surgery. It was reported that the hcp had not used many ascenda catheters, but had for this particular surgery. The hcp noted that the catheter felt different and, after inserting the needle, the hcp had trouble advancing the catheter and the catheter went retrograde. The hcp attempted to remove the stylet and it broke off. The catheter was removed and another catheter was used. A shallower angle of approached was used and the hcp had no difficulty with the second implant. The manufacturer¿s representative reported that the broken catheter would be returned. No symptoms were reported. Additional information was received on (B)(6) 2016 from the manufacturer's representative (rep). The rep provided the serial number for the broken catheter and indicated that the catheter would be returned.

Manufacturer narrative:
The catheter was returned for analysis. Analysis of the catheter found that damage had occurred to the catheter body and guidewire during the implant procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative (rep) via return paperwork indicated the patient was receiving dilaudid 2 mg/day at 0.1 mg. The healthcare provider (hcp) removed the previous catheter and attempted to implant the 8780 catheter. The catheter had problems leaving the tip of the needle and it finally did advance, but only about 1 ½ vertebral bodies, it curled and then went retrograde. The doctor pulled the needle out of the intrathecal space and proceeded to pull the catheter out. There was difficulty and it was suggested to pull the stylet out and then it got to about ¼ of the stylet left and it appeared sheared. The hcp then used a new needle and 8780. A different angle was suggested and he chose a different vertebral level to enter. There was not a problem with the second catheter advancing. There was no patient injury and the patient recovered without sequela. The reason for the catheter removal was unknown. The patient requested a new pump since he had it since 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.